Event description:
This is report 2 of 5. It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. Treatment included levaquin 250milligram (mg) orally, zyvox 600mg orally, rifampin 150mg orally (unable to provide specifics). The patient was hospitalized for five days. The patient was recovering.

Manufacturer narrative:
(B)(4). Should additional information become available, a follow-up report will be submitted. A batch review was performed, and no issues were detected during the manufacturing of potentially associated lot gd892372. Same patient as (B)(4).

Manufacturer narrative:
(B)(4).